Event description:
It was reported that during an ipg replacement procedure for normal longevity, it was discovered that both of the patient's leads were fractured. As a result, surgical intervention was undertaken wherein both leads were replaced on (B)(6) 2026 to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.